Event description:
The customer reported that the insulin pump alarmed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The unit had extremely scratched display window, cracked display window corner, broken reservoir tube lip, and scratched reservoir tube window.